Event description:
It was reported that the chronic lead when attached to the new pacemaker showed no pacing output and the patient had asystole. In bipolar, the lead had high threshold and high impedance. The device was programmed unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.